Event description:
The customer reported that she was hospitalized with low blood glucose of 18 mg/dl. Leading to the hospitalization, the customer had seizures. Troubleshooting was performed with the insulin pump. The drive support cap appeared normal. A self-test was run and the insulin pump passed. The customer was following instructions for use with her priming technique. Accurate settings were found to have been programmed. The customer checked the status screen and visually inspected the reservoir. There were 164.3 units in the status screen and 180 units in the reservoir. The insulin pump was not exposed to a magnetic resonance imaging machine. The customer had already spoken to her healthcare provider regarding her low blood glucose. At the time of troubleshooting, the customer's blood glucose was 20 mg/dl, which she treated with food. She then checked again and her blood glucose was 50 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.